Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level 400 mg/dl. Customer reported that reason for high blood glucose value was due to bent canulla of bent set. It is unknown if auto mode feature was in use at the time of the incident. Customer resolved issue by changing the set. Insulin pump will not be returned for analysis.